Manufacturer narrative:
The pump was received with cracked and broken off end cap. Also, minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. There was no cracked backside noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was cracked and had no function. The customer's blood glucose level was reported to be 220mg/dl. It was reported that the pump would be replaced and returned for analysis.